Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the introducer and tilted on implantation into the eye necessitating lens explantation and exchange. The iol was explanted and exchanged during the original surgery session. The patient is reported to have a capsular bag tear. Surgery is reported to have been more complex and prolonged due to the event. Post-operatively, the patient is reported to not have recovered on the day of the event; however, has a good progonsis. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone IFU "use of rayone" section "fig 7" states "in the case of iol rotation during ejection from the nozzle, gently rotate the injector in the opposite direction to counteract any movement". Our review of production records for the rayone emv rao200e batch: 114257890 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch: 114257890. The device was not available for return to rayner. Without the ability to examine the device and without clear event details being provided.

Event description:
On 19th september 2025, rayner received notification from its distributor in south africa of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens got stuck in the introducer and tilted on implantation into the eye necessitating lens explantation and exchange.